Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that one of their lead wires "broke" and the patient had to go back in for surgery. Follow up with the clinic determined that the lv (left ventricular) lead had become displaced. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.